Event description:
The customer reported that his blood glucose read high (>27.8 mmol/l [>500 mg/dl]).

Manufacturer narrative:
The returned product was evaluated and the investigation determined that a needle mechanism failure occurred. The malfunction was found to have a root cause of mechanism rails-wings did not capture slide insert. Lot qualification records were reviewed and the product lot met all acceptance criteria.